Event description:
The customer reported that during an apheresis procedure, they noticed 'little' volume in the collection bag. Per physician's order, the patient was hospitalized for an additional day to perform the second apheresis procedure. Due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run data file. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the ac ratio was at 12:1 throughout the procedure and there were some signs of minor clumping from the aim images. A service call was placed and a full machine checkout was performed. The machine is functioning per manufacturers specifications. During customer follow-up, the customer stated that the patient was remobilized with g-csf the evening before the second collection. Root cause (continued): dlog analysis indicates that a significant buffy coat accumulation resulted in the ¿chamber took too long to fill¿ alarm because the criteria needed to flush the chamber was not met. It is inconclusive what was causing the increased buffy coat accumulation. Possible causes include incorrect entered wbc or platelet count, an obstructed collect line, or high ac ratio resulting in some clumping.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf indicates that the rg ratios throughout the entire procedure were too low to initiate a collection via system control. The criteria needed for the chamber to trigger was never met and therefore the ¿chamber took too long to fill¿ alarm was initiated. This alarm instructs the operator to verify the following: patient wbc count or platelet count entered was correct. Collect line is not obstructed. If rbcs are exiting initiate a trigger signals from the aim images and rdf indicate a significant buffy coat accumulation throughout the procedure. This indicates that it is likely that not enough rbcs ever were able to enter the collect line because of this large buffy coat. The operator never took any action in order to decrease the buffy coat and therefore the chamber never triggered. Decreasing the cp to 20 would have helped the system process through the buffy coat and collect target cells. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: the lot number was not provided for this event, therefore a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: the root cause for the low volume collection was because action was not taken to decrease the buffy coat so that the system could initiate a collection via system controls.